Event description:
It was reported that the tubing was ripping off the trocar on insertion.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.